Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that I&d right knee was performed with temporary spacers. Last surgery was (B)(6) 2021 with surgeon at hospital for a poly swap. On (B)(6) 2022, surgeon removed everything but patella and replaced with femur and rp insert as temp spacer. No additional information provided. Der was already provided for this patient back for the (B)(6) 2021 poly swap. The sales rep wanted to provide the complaint number for that der, it is: (B)(4). 1st doi: (B)(6) 2019. 2nd doi: (B)(6) 2021. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was not received for examination. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution.